Event description:
It was reported that the trained physician attempted arteriotomy closure using a starclose device after an unknown procedure in an unspecified vessel. The physician reported that the device was difficult to remove. The physician pulled the device free and observed that the clip was stuck in the vessel locator wing. Hemostasis was achieved by manual compression and there was no report of any patient adverse effect. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.